Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The instrument was found to have signs of mechanical indentation damage to the conductor wire¿s insulation. The damage to the insulation did not expose the wire. The instrument passed the electrical continuity test. The root cause of this failure is attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# n102011030471) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 11 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being classified as a reportable event due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument black insulation was damaged at the front of the jaw part. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there are no signs of thermal damage at the site of the conductor wire breakage. The damage was identified prior to reprocessing. The instrument was inspected prior to use during the last procedure. There was no reported issue with the instrument during the last procedure. Further patient demographics cannot be provided

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on failure analysis (fa) investigation results, this complaint does not meet the criteria of a reportable event due to the following conclusion: it was alleged that the instrument had insulation damage. However, during fa investigation, the instrument was found to have mechanical indentation damage to the insulation with no wire exposure. As the wire was not exposed due to the insulation damage, energy would not have been able to be activated, mitigating any inadvertent transmission to tissue other than intended. Additionally, there is no evidence of device malfunction as the instrument did not exhibit thermal damage. There is no evidence that an adverse event or serious injury occurred or could occur as a result of this issue.